Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One i3 unit model cm1100 with main unit serial # (B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed that the right-angle extension cable was defective (right-angle extension cable has exposed wires).

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed that the right-angle extension cable was defective (right-angle extension cable has exposed wires).

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.